Event description:
A bed bound pt was in bed when head board came apart, causing front of bed to hit the floor. Pt was unharmed. Wife called distributor to home and the bed was replaced. Nurse unable to get specific details of MFR.